Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to the failure.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Performed share log review and a fatal error was found in the log. The patient's complaint was confirmed because there were fatal errors on the log. The reported event of a failed transmitter error was confirmed. The root cause is a low battery